Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump alarmed no delivery. Customer's blood glucose was 180 mg/dl. Customer was advised to disconnect at the quick set from the body. Fixed prime was performed and the device did not alarm. Customer was advised to try a new infusion set and change site. Customer called back and stated the device alarmed again during bolus and basal. Customer received a replacement device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.